Event description:
20 to 15 min into treatment, pt complained of chills. Temp up from 97.8 to 99.8 f and further increased to 101.5 with n + v. Treatment disconntinueed. Pt sent to e.r. For further evaluation.